Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Products will be investigated.